Event description:
It was reported that the user received a low glucose alert on the ilet and confirmed hypoglycemia with a fingerstick of 63 mg/dl, then treated with oral carbohydrates per guidance and subsequently reported a glucose of 114 mg/dl without device malfunction observed. Customer care provided support that included user education, and troubleshooting guidance. Investigation of this case revealed no device performance issue and a cause that remained unclear given the transient low and recovery after carbohydrate intake. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-management at home with resolution after oral glucose intake and no escalation of care. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.